Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, when the surgeon was using the clip applier it was not loading the clips as it should be and the ones that were coming out were not closing tightly. Another clip applier was opened and used to complete the procedure.